Event description:
The user received questionable results for calcium on the analytical d module. The event involved three patient samples which gave discrepant results. Patient sample 1, the initial calcium result gave 6.6 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 10.1 mg/dl. The user sent a corrected report for this patient sample using the repeat calcium result of 10.1 mg/dl. Patient sample 2, the initial calcium result gave 6.5 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated yielding a calcium result of 10.0 mg/dl. The user sent a corrected report for this patient sample using the repeat calcium result of 10.0 mg/dl. Patient sample 3, the initial calcium result gave 7.3 mg/dl. This result was reported outside the laboratory. The sample was repeated yielding a calcium result of 9.5 mg/dl. The user sent a corrected report for this patient sample using the repeat calcium result of 9.5 mg/dl. No adverse events have been alleged regarding these discrepancies. The reagent lot number for calcium was not provided. The field service representative found the reagent dispense blue tip rinse station water volume was too high. He adjusted the water volume to the correct volume. Performance tests were run and within specifications.